Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. During the endoscopic retrograde cholangiopancreatography (ercp) procedure in common bile duct, both hydratome rx sphincterotome came out of the scope with bad orientation. The case was completed with another of the same device. The patient's condition is reported to be fine. This is the second device of two that failed in this event. Refer to associated manufacturer report 3005099803-2008-04819 for a description of the first event.

Manufacturer narrative:
The lot number is unk; therefore, the manufacture and expiration date cannot be determined. The suspect device is not available for the evaluation. The cause of the reported malfunction is unk.